Manufacturer narrative:
UDI (di): (B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported experiencing pain and soreness at the ipg site. The ipg appeared superficial to the pt. The pt will meet with the physician as the next course of action.